Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with symptoms consistent with diaphragmatic stimulation. Upon interrogation it was noted that the right ventricular lead had intermittent capture even at maximum output. A lead positioning was scheduled and under fluoroscopy, the lead appeared to have lost slack and had pulled back slightly. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.